Event description:
It was reported that at a pump replacement (normal eri) the hcp was planning on using the sc connector. They were priming on the back table (new pump with the 8578 connected). When the scrub tech put the sc connector onto the new pump during prime it seemed wobbly so they took it off and it still seemed wobbly so then when the surgeon was trying to take it off a second time the plastic peeled back from the metal and it was difficult to remove. It was further reported that the scrub tech was told to gently pull on the connector to make sure that it was on properly they pulled to hard and it broke. The hcp was able to successfully put on a second sc connector and resume the pump replacement. It was noted that this was prior to it ever being introduced to the patient. The hcp was able to successfully put on a second sc connector and resume the pump replacement. The patient was noted to have done well after surgery and recovered fine. The patient was also receiving effective therapy. The pump delivered hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l80507, implanted: (B)(6) 2000. Product type: catheter: product ID 8578, serial# (B)(4). Product type: accessory: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of this portion of catheter noted catheter pump connector user damage beyond its intended reliability. The damage was suspected to have been caused during the removal of the connector from the pump.